Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a hit on the implanted side on (B)(6) 2018. After the incident the user had no more hearing sensation. Pain and swelling for one day over the implanted area was reported, no bleeding.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In situ measurements showed already one channel in hi status prior to complete loss of all channels for undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user was hit on the implanted side on july 31, 2018. After the incident the user no longer had any hearing sensation. There was pain and swelling for one day over the implanted area, but no bleeding reported. The user has been re-implanted.